Manufacturer narrative:
The table was examined by a berchtold field service rep. A visual examination as well as performance test and error codes checked was performed. The tech was able to re-enact the table movements when moving the cable on the pendant. The pendant was replaced and the table returned to service.

Event description:
It was reported that during a procedure the table allegedly went into char position when the pendant was released. There was no report of injury to the pt or delay in the procedure.